Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 500 mg/dl. The customer had experienced high blood glucose levels for a few days prior to the event. Also, the caller stated that the tubing was kinked, and that may have been the reason for the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. However, unable to conduct the prime test due to an unresponsive act button. Advised that the insulin pump would be replaced. Nothing further was reported.